Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. Positive lead connector pin not fully inserted past the pulse generator connector block. A device malfunction occurred but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a system diagnostics test at the office visit resulted in a high impedance reading indicating a possible device malfunction. It was also reported that the patient was experiencing an increase in seizures. Ap and lateral x-ray views of the neck and chest evaluated by manufacturer. It was noted that the positive lead connector pin did not appear to be fully inserted past the pulse generator connector block. Patient underwent revision surgery. The positive lead connector pin was fully re-inserted past the pulse generator connector block and the reported high impedance subsequently resolved.